Manufacturer narrative:
Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 39 mg/dl. Reportedly, customer inadvertently delivered a bolus for 156 grams of carbohydrates instead of the intended 15 grams of carbohydrates. Additionally, customer was using humalog supplies for over 48 hours. Bg was treated via consumption of carbohydrates. Customer did not receive any additional treatment in the ER. Reportedly, customer left the ER 4 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.